Event description:
Allegedly, femoral subsidence.

Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.